Event description:
A customer reported a cartridge alarm 30 occurring during the load process of their pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support determined that the pump required replacement and confirmed the shipping address. The customer, who had experienced consecutive cartridge alarms, was advised to use multiple daily injections as a backup therapy and was provided with a replacement pump. They were given instructions on putting the faulty pump into storage mode and returning it to tandem using a pre-paid ups label within ten days. The customer confirmed understanding of all instructions and actions required upon receiving the replacement pump.